Manufacturer narrative:
Patient weight unavailable from facility. Device evaluation: during evaluation, the device's marker band appears to have cleanly disconnected from the catheter. No epoxy observed on the catheter.

Event description:
Tip came off elca catheter during procedure for occluded saphenous vein graft. Physician able to retrieve tip from patient. Patient discharged next day.